Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door kept beeping. The field service engineer found that the door latch on door two needed to be replaced to resolve the issue. The engineer replaced the latch, rebooted the station, and found no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary tower, tower door keeps beeping. The customer reported that the user was able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.